Manufacturer narrative:
Patient's age was not provided. The patient weight was not provided. The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01343. This report is being submitted as additional information. (B)(4). Approximate age of device- 10 days. A direct correlation between heartmate 3 lvas, and the reported right ventricular failure and low flow alarm could not conclusively be established through this evaluation. No log files were provided. No additional information was provided. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, this IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired at home. The death was suspected to be secondary to right ventricular failure, and was possibly lvad related. The device alarmed as expected, the patient received a low flow alarm when the patient lost consciousness. No previous alarms were reported prior to the low flow event. The pump will not be returned for evaluation. No additional information was provided.